Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer's display intermittently froze during boot up. However, analysis did indicate three errors in the update history window and a hard drive health of ninety-nine percent, and therefore the hard drive was replaced. It was also indicated that the power supply and system fan were noisy. These parts are replaced and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the display screen of the programmer would intermittently freeze at boot-up. The programmer has been returned for repair. The programmer tested out of specification during manufacturer's analysis. There was no patient involvement.